Event description:
Info indicated the right foot siderail will not latch.

Manufacturer narrative:
The hill-rom technician replaced a damaged center arm on the left foot siderail which resolved the issue.